Manufacturer narrative:
Block d2b: additional pro code qon. Block g4: additional premarket / 510 (k) p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of impedance high was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) fell down and was noted to have all red impedances. The remote was observed to have red lights on. The tined lead was explanted and replaced on (B)(6) 2025. No further patient complications were reported.